Event description:
It was reported that the device would not pass the user test and had a service code logged in memory. It was also indicated that pressing the charge button would not start the charge sequence. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure of the device not charging when the charge button was pressed was not duplicated. Also, physio-control was not able to duplicate the reported service code. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported failure was not determined.